Event description:
The hcp reported the pt had an MRI and, after that, was experiencing a return of symptoms. The hcp found the actual and expected residual volumes to be off. A rotor study was done that confrirmed a stalled motor.